Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was informed about the backup therapy of using multiple daily injections to ensure insulin delivery was not interrupted. Instructions were provided on how to put the pump into storage mode, which the customer understood and acknowledged. A replacement pump was sent, and the customer was instructed to return the problematic pump using a pre-paid label within 10 days.